Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a centrally uncut area occurred during corneal flap creation of the left eye. Reporter indicated the a flap lifter was used to raise the flap, the procedure was completed, and there was no harm to the patient. Patient is doing well.

Manufacturer narrative:
The field service engineer (fse) visited the site and found high power loss from the surgical focusing module (sfm), the sfm was replaced and the system was tested and verified it to meet specifications prior to departure. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event can be attributed to the non-conforming surgical focusing module the manufacturer internal reference number is (B)(4).